Event description:
Caller states that she obtained results of 14mg/dl and 96mg/dl on the same device within 10 mintues. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect devivce and replacement was sent.